Event description:
Upon followup with a patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) they reported that the patient was admitted to the emergency room (ER) on (B)(6) 2022 due to developing peritonitis. Upon follow up, the pdrn stated they are familiar with this pd patient who was hospitalized on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported the hospital collected peritoneal effluent fluid cultures and white blood cell counts but the results were not reported to the outpatient clinic. The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The pdrn reported, though the cause of this infection remains unknown, the patient¿s liberty select cycler, cassette and delflex have been ruled out as a cause or contributor to this patient¿s peritonitis. The pdrn stated the patient is receiving antibiotics while hospitalized but the types, routes, dosages and frequencies were not reported to the outpatient clinic. The pdrn reported the patient¿s pd catheter was removed during this admission due to the severity of infection and they had a central vascular catheter placed in favor of hemodialysis (hd). The pdrn stated the patient underwent hd therapy on a hospital provided fresenius hd device (unknown model) for the duration of the admission. The pdrn reported the patient remains hospitalized due to issues unrelated to the peritonitis infection or pd therapy. The pdrn confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient will transition to hd therapy on an in-center basis upon discharge with ¿no plan as of yet to return to pd therapy¿. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.